Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information pertaining to the disposition of the valve was not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although the exact cause of the aortic rupture is unknown, it appears that patient factors (calcification) may have caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure with a commander delivery system and esheath, post deployment of a 26mm sapien 3 valve, there was an aortic rupture. A second valve was deployed. Post valve deployment, the patient¿s systolic blood pressure dropped to 50mmhg. Aramine and fluids were given without effect.  The patient complained of chest pain. An aortogram was performed, which showed an aortic perforation in the aortic root/ascending aorta.  Cardiac tamponade was then confirmed via echo. A second 26mm sapien 3 valve/commander delivery system (-1ml) was prepped and deployed distal to the first valve. A pericardiocentesis drained 1.4l of blood, requiring blood transfusions.  The patient was alert and awake, however, the patient¿s blood pressure continued to fluctuate, and the tamponade persisted. The valves were surgically removed, and the patient underwent an aortic root repair with surgical aortic valve implant. Post procedure, the patient was reported to have been transferred from the ICU to the cardiac ward. Is it perceived that the aortic rupture was caused by calcification that perforated the wall of the aortic root and subsequently caused a tamponade. The patient¿s native annuls measured 459mm2 by CT and was reported to have mild annular calcification.